Event description:
It was reported by a non-medical professional that the pt underwent a surgical procedure for a bilateral disc herniation at l5-s1 in 2008. In 2009, the pt heard a pop and felt severe pain radiating from his spine. The physician has informed the pt that a screw has fractured, midway through the shaft.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.